Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose level of 75 mg/dl. It was reported that the customer did not have a back up method of insulin therapy available; however, the customer plans to consult with health care provider to obtain back up therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.